Manufacturer narrative:
(B)(4). It was reported that on an unknown date, the patient was treated with intraperitoneal vancomycin (310mg per day for two weeks) for the peritonitis event. The patient was reported to be recovering from the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced relapsing peritonitis manifested by cloudy effluent coincident with peritoneal dialysis therapy. The cause of the event was unknown. Treatment and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.